Manufacturer narrative:
Additional information: according to the limited information received from the field the device was explanted after an external impact on the head. However despite requested neither further information nor in situ measurements have been received. The explanted device has not been received for investigation yet. A root cause for explantation cannot be determined.

Event description:
The device was explanted. The child fell out of bed and hit his head 10days after the implantation surgery. The user was re-implanted. In situ measurements and CT scans have been requested.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. Other mechanical damages are attributable to the removal surgery. This is a final report.

Event description:
The device was explanted. The child fell out of bed and hit his head 10 days after the implantation surgery. The user was re-implanted with a new device.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device was explanted. The child fell out of bed and hit his head 10 days after the implantation surgery. The user was re-implanted. In situ measurements and CT scans have been requested.